Event description:
The customer observed imprecise patient and quality control results processed using vitros valp reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Patient results were reported, however, the customer did not issue corrected reports. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).

Manufacturer narrative:
The investigation determined that the customer obtained imprecise valp patient and quality control results while using the vitros 5,1 fs analyzer. Ocd field service investigated and replaced the secondary metering and cuvette incubator subsystems, returning the vitros 5,1 to expected operation. The root cause of the imprecise vitro valp results is instrument related.